Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received shocks. Interrogation revealed possible output circuitry damage. The hv lead impedance showed low measurements. The lead was capped and replaced.